Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: left mentor smooth round moderate profile 425cc saline prosthesis, catalog: 3501670, serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation mentor smooth round moderate profile 425cc saline prostheses. Deflation on the right breast prosthesis was caused by a mammogram post procedure. Reduction in size was noticed around (B)(6) 2018. As a result, the breast prosthesis was explanted from the patient on (B)(6) 2018.

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on (B)(6) 2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. The lot number was identified in the returned device. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
On mar 13 2022, additional information was received indicating the replacement devices were mentor saline breast implants (serial numbers (B)(6) and (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Device evaluation summary: upon receipt by mentor, the device returned without fluid. Yellow material was observed within the device. No foreign material was observed on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 0.1 cm within a crease on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. The event clearly states that the deflation was cause by the mammogram performed on (B)(6) 2018. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).